Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It was stated that patient expired on (B)(6) 2015. The cause of death is unknown. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.

Event description:
Patient's daughter contacted dexcom technical support on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. No further event or patient information is available.